Manufacturer narrative:
As reported the patient underwent revision of the tibial insert due to pain and instability approximately 10 years after total knee replacement. In this case it is noted that the cemented components were not revised; however, an artificial patella was placed and the insert was upsized from a 1x9mm to a 2x13mm, to increase stability of the joint. The patient is 68 y/o patient, weight 148 lbs. Instability is a known complication following total knee replacement surgery and is multifactorial in nature. Instability is listed as a potential adverse event associated with total joint replacement surgery in the product IFU (700-096-004). As noted in why are total knee arthroplasties failing today¿has anything changed after 10 years? (Sharkey, p. L. (2014s, september). The journal of arthroplasty, 29), instability is in the top five reasons for that account for approximately 85% of total knee revisions (7.35% of revisions are for instability). Upon review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported revision was likely the result of underlying patient factors, which led to instability of the joint over the course of 10 years.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision of a classic optetrak knee insert for minimal instability and pain. Original knee was implanted in 2009. Replaced the insert with a 2 x 13mm optetrak classic ps poly insert.